Event description:
It was reported that the patients leads had migrated. It was stated that the patient was experiencing firing to the upper arm and leg and currently, the implantable pulse generator (ipg) was turned off. It was also stated that the patient was programmed prior to surgery and received adequate coverage. The patient underwent a revision procedure wherein the lead, splitter and ipg were replaced.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17718321. Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17613429. Product family: scs-ipg-r: upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16309193.

Event description:
It was reported that the patients leads had migrated. It was stated that the patient was experiencing firing to the upper arm and leg and currently, the implantable pulse generator (ipg) was turned off. It was also stated that the patient was programmed prior to surgery and received adequate coverage. The patient underwent a revision procedure wherein the lead, splitter and ipg were replaced. Additional information was received that the patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6.

Event description:
It was reported that the patients lead had migrated, confirmed by x ray. It was stated that the patient was experiencing firing to the upper arm and leg and currently the implantable pulse generator (ipg) was turned off. It was also stated that the patient was programmed prior to surgery and received adequate coverage. The patient underwent a revision procedure wherein the lead was replaced. Additional information was received that the patient was doing well postoperatively and the explanted devices were discarded by the medical facility.